Manufacturer narrative:
Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Investigation conclusions code: d10. Article citation: nishikawa, a., aikawa, y., & kono, t. (2023). Current status of early complications caused by hyaluronic acid fillers: insights from a descriptive, observational study of 41,775 cases. Aesthetic surgery journal. Https://doi.org/10.1093/asj/sjad039. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further information have been made. Allergan has received no response from the authors. Clarification to [invest. Conclusions code]: the event of use error is a known potential adverse event addressed in the product labeling. The event of acute conjunctivitis, deemed not device related is considered an unexpected adverse drug experience.

Event description:
In the article ¿current status of early complications caused by hyaluronic acid fillers: insights from a descriptive, observational study of 41,775 cases,¿ healthcare professional reported injecting a patient in the upper eyelids with juvéderm vista® volbella xc. That day, the patient experienced ¿acute conjunctivitis¿ and ¿subjective symptoms of edema in the inner white area of the left eye after injection. Consequently, the patient went to an ophthalmologist and was diagnosed with ¿acute conjunctivitis caused by the injection of ha into the left eyelid (left bulbar conjunctiva).¿ the patient underwent emergency surgery, and consultation by an ophthalmologist after a few days confirmed that this case had recovered.¿